Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet with a dexcom g7 continuous glucose monitor (cgm), including a lowest reported glucose of 40 mg/dl, in the context of entering meal announcements to correct high glucose reported at 400 mg/dl and perceiving excessive insulin for meals; the trainer advised a factory reset, and the user completed supply change, entered weight, resumed automated mode, and paired the device with the mobile app, with clinician support provided. No adverse clinical symptoms associated with hyperglycemia and hypoglycemia reported. Outcomes included use of oral glucose to treat low glucose. Customer care agent provided support that included user education, troubleshooting, and device setup guidance. Investigation of this case revealed user technique and therapy use pattern as contributory factors, specifically using meal announcements as corrections, with no device component malfunction identified. It was concluded, based on prior similar reports, that user interaction and use error were the most probable causes.